Event description:
It was reported during an atrial fibrillation procedure, while using the cool path catheter, the irrigation tube broke. The irrigation tube broke near the catheter handle. The catheter was removed from the pt and the procedure was completed with a different device. There were no pt consequences.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.